Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt105 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed before patient use.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint adult breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test result was outside of the specification due to excessive leak in the water trap. The leak was confirmed when the water trap were immersed in the water bath. Based on the results of our investigation, this is the only complaint of this nature that we received from lot number 121119. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the subject rt105 was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms."